Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited undersensing of fine af and causing detection of rapid ventricular pacing. The device was reprogrammed and the patient will continue to be monitored. There were no consequences to the patient.